Manufacturer narrative:
This event was reported to synthes (B)(4) on (B)(6) 2011. Device is not distributed in the united states. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Event description:
Device report from (B)(6) reported a broken reconstruction plate. On (B)(6), 2008 the reconstruction plate was implanted in the pt's mandible. Later (date unk) dental implants were to be placed. During the procedure to place the dental implants a metal piece dropped in the throat of the pt and the surgeon tried to recover this metal piece. During this intervention the surgeon leaned forcefully on the mandible of the pt. The pt didn't feel any pain but he realized that the mandible was no longer intact.